Event description:
On (B)(6) 2004, the pt was implanted with two gore excluder aaa endoprostheses. On an unk date, the devices were explanted. No further info is available.

Manufacturer narrative:
A review of the MFR records for the device verified that the lot met all pre-release specifications.